Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. Patient was seen in clinic, but the pairing was not able to be resolved. There were no patient consequences reported.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.